Event description:
Healthcare professional reported "Rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for Reoperation: Deflation.